Event description:
It was reported that the patient presented for a routine follow-up. Upon review, oversensing was detected on the right ventricular lead consistent with insulation damage. The patient was scheduled for a device upgrade. During the procedure, an insulation breach was detected on the atrial lead. Both leads were explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.